Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique.

Event description:
Customer complains of erratic results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified test strips expire 01/15/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 121mg/dl and 127mg/dl fasting. Reviewed meter memory: 1:127mg/dl (B)(6) 2016 11:43:00 am fasting: yes; 2:100mg/dl (B)(6) 2016 11:30:00 pm fasting: no; 3:76mg/dl (B)(6) 2016 08:00:00 pm fasting: no; 4:119mg/dl (B)(6) 2016 04:30:00 pm fasting: yes; 5:78mg/dl (B)(6) 2016 01:30:00 pm fasting: no; memory concerns: with readings of 76 mg /dl. Customer performed a back to back blood test on (B)(6) 2016 at 2 pm with results of 42 mg /dl and the next test with results on the 90's. Also on (B)(6) 2015 at 12am customer performed another back to back blood test and received results of 283 ,g /dl and 97 mg /dl that customer consider erratic .